Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found a leak from the probe wipe rinse block. He observed that the reproducibility testing had failed caused by the probe rinse block dripping into and diluting the sample. The fse replaced the probe wipe rinse block which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 1ml from a coulter ac&#29984;diff analyzer while performing reproducibility testing. The leak was contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.